Event description:
Additional information received that resistance occurred in the middle section of the catheter. There was no damage to the pipeline pushwire or catheter observed. There was tortuosity in the proximal blood vessel. No additional devices were used to attempt to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the pipeline was placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the event details were not specified. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for flow divider placement treatment of a saccular, unruptured aneurysm located in the left internal carotid artery with a max diameter of 8mm and a 4.2mm neck diameter. The access vessel was the left internal carotid artery with a diameter of 4mm. The diameter of the blood vessel in the landing zone was 3.8mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was strong. Dapt (dual antiplatelet treatment) was administered and pru level was 180. Postoperative findings showed no issues related to blood flow imaging. Additional information was received reporting a phenom27 (lot: 226536092) was induced to the middle cerebral artery (mca), and a ped 2-400-20 (lot: b504782) was attempted to be deployed from the mca, but the tip of the stent and the mid-section could not be deployed, so it was collected. Additionally, the phenom27(lot:226536092) was induced again to the twig-like mca and ped2-400-18 (lot: b516305) was attempted to be deployed, but there was a strong resistance inside the catheter, so it could not be deployed. Finally, deployment was started from the mca with the new microcatheter phenom 27 (lot: 226576371) and ped2-400-18(lot: b280315). Placement was started from the internal carotid artery (ica), and the deployment was completed successfully.

Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.